Event description:
It was reported the patient¿s implantable neurostimulator (ins) was working amazingly and stopped all tremor in their hand, but directly after implant they turned the system off for 30 days. The reporter stated they did not know why they did that. The reporter further stated that when they tried to turn the ins back on, it did not work and they have never been able to control their tremor since. It was noted the patient¿s healthcare professional (hcp) did reprogramming about a year ago and since then they have been getting electrical shocks that shock up the right side of their face. It was further noted the patient turned the ins off. The reporter stated that now when they turn the ins on it was like putting your finger in a light socket. The reporter further stated that because of this they had not turned their device on for about a year. It was noted the patient did not think it was the ins, but the programming. It was further noted the patient¿s hcp checked the leads and they found nothing wrong. The reporter stated their programming had never worked for them since implant. It was noted the patient had not been able to have the ins on for the past year. It was further noted they were unable to program the ins correctly. The reporter stated they had essential tremor and symptoms returned. It was noted the patient was taking ¿permiden¿ to help with symptoms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v269090, implanted: (B)(6) 2009, product type: lead. (B)(4).